Event description:
Information received from the field notes that the patient presented with diaphragmatic stimulation and noncapture of the ven tricle. A chest x-ray suggested that the lead had perforated the ventricle and the tip was outsidee the cardiac silhouette.

Manufacturer narrative:
The heart was not perforated and the lead was repositioned and is functioning normally.